Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and attempt a bolus, but the alarm recurred. As a resolution, technical support arranged to replace the pump and original cartridge. Caller was informed about the shipment and return processes, including placing the pump into storage mode and returning it within 10 days, and acknowledged all instructions. There was no backup insulin therapy available, and the caller planned to contact a healthcare provider.